Manufacturer narrative:
This was initially reported on the summary report dated (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced post operative pain, foul smelling discharge, vaginal bleeding, urinary retention, infected vaginal mesh, open vaginal wound, breakdown of both vaginal incisions, infected hematoma and extrusion. The physician decided that the removal of mesh was the best way to proceed, therefore, the mesh was explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.